Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. It was reported that during a follow-up angiogram approximately 18 years post implant, a type iiib endoleak was noted, with contrast leaking from the middle aspect of the left limb (yrir14115). It was reported that there appeared to be either a hole in the stent graft fabric or a stent fracture, as the stent at the level of the endoleak appeared to be irregular. As treatment, the physician implanted an endurant limb (etlw1616c82e) to cover the area, which resolved the endoleak. As per the physician, the cause of the event could not be determined. It was reported that during the same follow-up angiogram, migration of the bifurcate (yrbr2414165) 2 cm below the renal arteries was also noted. There was no type ia endoleak present. The physician implanted 4 endoanchors and an endurant cuff (etcf2828c49e) as treatment. As per the physician, the cause of the migration was anatomy related, due to neck dilation. No additional clinical sequelae were reported and the patient is fine.